Manufacturer narrative:
H3, h6: the device used in treatment was returned for evaluation. A relationship between the reported event and device could be established. A visual inspection was performed and showed no blockage was observed at the distal output orifice. The piston assembly was in the middle position. Functional inspection was performed and showed there was no water flow as the feed line was connected to the water supply. The unit would not prime as the console was ramped up. Manual prime was performed, and the unit primed and functioned as intended. Probable root cause would be an obstruction in the fluid supply. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. A complaint review indicated other failures reported. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for adverse trends related to this product.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during procedure a leak was detected. No harm or injury reported.